Event description:
It was reported to boston scientific that two weeks after using a hydrothermablator procedure set during an hta procedure, the patient complained of vaginal discharge. After examination, the physician realized that there was a slight anterior vaginal burn (degree unkown). The patient was treated with amino cerv cream. Reportedly, the burn was only a first degree burn and she was treated with vaginal amino cerv cream for two weeks. Full recovery was expected.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.